Manufacturer narrative:
It was reported that the insulation had been compromised.

Event description:
It was reported that the head of the cutter broke off mid case inside the sheath.

Event description:
It was reported that the head of the cutter broke off mid case inside the sheath.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the distal tip of the inner shaft has broken off. The tip was received with the product. Also, heavy wear marks on the distal window was noticed. Unable to perform a functional inspection due to the condition of the cutter. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.